Event description:
On (B)(6) 2009, the patient reported she changed the insulin cartridge on her infusion device 2 nights ago and the next day, she saw a brown substance inside her infusion set at the connection to her device. She stated the substance was on the inside of the tubing and the substance flowed when she tried to prime it. She said about 4 inches of tubing was filled with the brown substance. The patient stated she changed the tubing and ran a prime and everything appears to be fine now. She discarded the used tubing. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.